Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that during the procedure on (B)(6) 2016 there was a short circuit lead during intra-operative testing for a stage 1 deep brain stimulation case. Impedance reading for contacts 0 and 1 were 10 and 11 respectively; all other contacts were in normal range. This was identified during the impedance check and prior to testing the lead; lead was tested outside and in saline to see if it was the cable. It was not the cable as outside showed open circuit on all contacts and saline had shown the same results of the short circuit in the distal contacts. The lead was replaced with one from a trunk stock. It tested normal and was implanted. The issue was resolved. No surgical intervention was required and the patient was alive with no injury.

Manufacturer narrative:
Final analysis of the lead (va11psa) revealed that outer insulation was damaged at depth stop site.